Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, mildly calcified lesion exhibiting 70% stenosis located in the diagonal branch. No difficulties were noted when removing the protective sheath. The stent was inspected post removal of the protective sheath. The device was inspected with no issues noted. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred while inserting the device into the homeostatic valve. The stent fell off the balloon during the procedure and the stent was retrieved using a snare. The patient was reported to be alive with no further injury.

Manufacturer narrative:
It could not be confirmed that stent dislodgement occurred during insertion into the haemostatic valve. The patient had a successful pci procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: a dislodged stent was returned for analysis. Deformation was evident to the entire stent with struts raised, bunched and overlapping. The delivery system was not return for analysis. Additional information: it was reported that the stent fell off the balloon during the procedure and the stent was retrieved using a snare. If information is provided in the future, a supplemental report will be issued.